Manufacturer narrative:
Concomitant medical products: 402458, lead, implanted: (B)(6) 2000.

Event description:
It was reported that the right atrial (ra) lead experienced a polarity switch due to low impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.